Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer stated that the events leading to his admission was vomiting, nausea, and dehydration. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed and noticed the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.